Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure six 018 in.pact balloons and one hawk one atherectomy device was used to treat the patient. Approximately 3 months post procedure patient suffered occlusion of the origin of the superficial femoral artery to the tibial arteries. Patient stated they had developed a recurrence of severe claudication of the right leg. Patient had no clinical limb ischemia with rest pain or arterial ulceration. On examination, pedal pulses were non-palpable. Non-invasive arterial study demonstrated recurrence of complete occlusion of the origin of the superficial femoral artery down to the tibial artery given the severity of symptoms, physician agreed to undergo right leg angiogram endovascular therapy. The event was treated with percutaneous intervention. Patient recovered.